Manufacturer narrative:
Correction: a2, d10.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and had their catheter removed. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported the patient was hospitalized for peritonitis, had their pd catheter removed during this admission and was transitioned to hemodialysis. However, details concerning the patient¿s hospitalization, laboratory results, medications, cause of the infection and specific patient details were not provided despite multiple attempts to obtain the required information. It was reported the patient will continue with in-center hd for renal replacement therapy following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of a laboratory results, hospital documentation and a reported source of this event, the cause of the patient¿s peritonitis cannot be determined as of this reporting. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and had their catheter removed. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported the patient was hospitalized for peritonitis, had their pd catheter removed during this admission and was transitioned to hemodialysis. However, details concerning the patient¿s hospitalization, laboratory results, medications, cause of the infection and specific patient details were not provided despite multiple attempts to obtain the required information. It was reported the patient will continue with in-center hd for renal replacement therapy following this event.